Event description:
Wilson frame used for neurosurgery procedure. Pt prone on wilson frame for entire procedure and when pt turned to his back after procedure. There was a small line of blisters in a line down pt's lift side/nipple line. Another pt this same day also had similar blisters and same wilson frame was also used. Also see mw5057150.